Event description:
Note: this report pertains to one of nine complaint devices used in the same procedure. Refer to manufacturer report # 3005099803-2013-10604, 3005099803-2013-10608, 3005099803-2013-10606, 3005099803-2013-10607, 3005099803-2013-10624, 3005099803-2013-10625, 3005099803-2013-10626, 3005099803-2013-10627, and 3005099803-2013-10628 for the other associated device information. It was reported to boston scientific corporation on (B)(4) 2013 that nine resolution clip devices were used for hemostasis of a post-polypectomy bleed during a colonoscopy procedure performed on (B)(4) 2013. The polyp removed was 30 mm; the size of the resulting lesion is unknown. According to the complainant, during the procedure, the first clip was deployed onto the bleed site; however, the clip could not be released from the catheter. The clip was pulled off of the tissue and then released into the patient. No damage was noted to the tissue. The same issue occurred with four additional clips. It is unknown if the clips were retrieved or left to pass naturally. The next two clips also could not be released onto the tissue. The clips were pulled off of the tissue with some damage noted. These two clips released inside of the scope as the device was being withdrawn. The two clips were able to be retrieved. The final two clips also could not be released onto the tissue. The clips were pulled off of the tissue with some damage noted. These two clips released inside of the scope as the device was being withdrawn. The clips became stuck in the scope and were removed when the scope was sent out for repairs. The procedure was completed with four additional resolution clip devices. No additional treatment was provided. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
It was reported the patient is over 18 years old. (B)(4) for the reported event of clip difficult to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.